Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported a left side exchange of textured breast implants due to the patient¿s concern with the product. Later healthcare professional reported "capsular contracture grade unknown". The device was explanted, replaced and will not be returned.